Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Reportedly, customer initiated and delivered multiple boluses which subsequently decreased their bg level. Customer drank juice, gatorade, and consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus.